Manufacturer narrative:
In response to FDA report number: mw5089722 the events of lymphoma - alcl, lump/nodule, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma - alcl; lump/nodule; lymphadenopathy.

Event description:
Patient reported via regulatory agency they experienced "a rash that itched terribly that started in the breast area and spread randomly all over my body" and a lump in the right breast. "[Patient] had a vacuum assisted core biopsy of mass and lymph nodes that tested positive for cd 30, alk- bia anaplastic large cell lymphoma. Pet scan noted an 8 cm mass ruptured through capsule and into chest wall and 2 additional mammary nodes as well, [placing] me at stage 3 according to ann arbor staging system." Patient completed 6 rounds of brentuximab treatment, and had "explant of all affected tissue, capsules, and lymph nodes". Patient additionally reported the following events, which have been deemed not related to the device: "my fingertips split open from even the least bit of use, I was having a lot of hair loss on my head and lost all of my hair on my arms and legs. (I had no swelling or fluid in either of my breast at all nor any pain.) I realized I had also completely stopped sweating despite vigorous exercise." The device has been explanted. Affected side is right. The device has been explanted.